Manufacturer narrative:
The MFR did not yet received the torsion torque driver, x-rays, but it is mentioned by complainant that it will be returned for review. The device history records were reviewed and found to be conforming. As soon as additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
When insert and tighten the fourth set screw used the torsion torque driver, the hex head was slipped. And when the surgeon tighten the fifth set screw, the hex head was broken. But the hex head was safety removed. It is also reported that the surgery was delayed for 20 minutes and completed with an other device.